Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 260 mg/dl. Reportedly, the customer would eat dinner then deliver a bolus for the food and the bg level. The customer was unsure if the bg level was related to the malfunction alarm. However, the customer declined to perform a system check with tandem's technical support (cts). During the malfunction alarm troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.